Event description:
The stents were boston scientific express2 - bare metal - coronary stent systems. The concern is that there was a class 1 recall of this stent system. Boston scientific will not confirm if these were the recalled stents or if these stents were shipped after the date which would make these not subject to recall. Pt has had major complications to date. A blood clot in stent caused a major heart attack on pt and there continue to be recovery problems after stent were put in. Pt is still in hospitalization with breathing and some pain difficulties. A concerned spouse wants to make sure this incidence is reported and also would like some peace of mind that these stents have the lot# and ref# from each box and the stents were in were not the recalled stents so the dr and hosp can pull them from the shelf if so. The exp date of the stents were not available.